Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 250 mg/dl. Troubleshooting was performed but the display did not return. The device was not bumped or dropped. The device had not been exposed to moisture. The battery compartment was neither damaged nor corroded. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced. The device will not be returned for analysis.